Manufacturer narrative:
Manufacturer received a medwatch report number 152811372-2011-0001. Patient was reportedly found with their head lodged in the bed rails. Zone of entrapment is unknown at this time. Manufacturer is working to gather additional information.

Event description:
The medwatch form alleges the patient was found with her head lodged between the bed side rails and mattress.